Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor would not power on. Replacing the ups resolved the issue. The system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 10 minutes. It was reported that the system shut off during the case and would not power back on. The system was plugged into a wall outlet at the time and was plugged overnight. Another medtronic navigation device was used to complete the surgery. There was no known impact on patient outcome.